Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-13542. It was reported that the patient's leads migrated. Surgical intervention occurred on (B)(6) 2019 wherein the leads were re-positioned. Therapy was restored post-operatively.